Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to treat patient at the distal superficial femoral artery using a spider fx device. Target lesion type was calcified with moderate tortuosity, moderate calcification and 85% stenosis. A 7f sheath. Vessel was not pre-dilated. IFU was followed. Spider device was positioned at target lesion. Account reported that when physician was advancing a hawkone lx device, it briefly came in contact with the filter basket of the spider device moving it from position at the lesion. The hawkone device was pulled back successfully. A .035 support catheter was inserted over the spider wire to reposition the device. It was then noted that the filter had detached from the wire. The wire was successfully removed and the filter was able to be removed through the support catheter. Another 6 mm spider device was used to complete procedure. No patient injury reported.

Manufacturer narrative:
Device evaluation: the spider fx was received for evaluation. The spider fx capture wire was fractured and separated approximately 5 cm from the distal tip. At the location of the fracture the capture wire exhibited a ¿pig-tail¿ type curve. Under microscope a portion of the coiled tip showed signs of stretching. The fracture face of the proximal and distal segments were ductile in nature. The proximal portion of the capture wire was approximately 184.5 cm with a kink at 99.5 cm from the distal tip. It was confirmed the entire length of the capture wire was accounted for; no portion of the spider fx was missing. No damage or anomalies were observed to the filter component.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.